Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated that a tampon came apart upon removal and tampon pieces remained inside of her. This occurred with two tampons. She was able to remove the remaining pieces from one tampon and did not seek medical assistance. The second tampon consumer stated she was unable to remove. We followed up with the consumer three times over a span of three weeks for more information but we have not been successful. If we become aware of related adverse effect(s) on the consumer's health, a follow-up report will be submitted.